Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 31 days of data (29oct2021 ¿ 15nov2021 per the timestamp). No external power alarms were active on 29oct2021 and 07nov2021 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms were resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system during the loss of ac power. The pump maintained a speed above the low speed limit while the driveline was connected. The mpu was not returned for analysis. As a result, the root cause of the no external power event could not be conclusively determined. Multiple attempts were made to obtain the event information (including the serial number of the mpu, if the patient was using the locking version of the mpu ac power cord, if the power cord came loose at the wall/outlet or the back of the unit, and any environmental circumstances that would have affected ac power at the time of the event; however, no response was given. To date, the mobile power unit was not returned for analysis. As a result, the complaint file will be closed with no further actions. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented in clinic with multiple concerning alarms including driveline disconnect and pump off alarms. Log files revealed low voltage and no external power events on (B)(6) 2021 at 12:40pm while connected to the mobile power unit (mpu). There was a total loss of power to the mpu which resulted in the emergency backup battery taking over until power was restored to the mpu. This event lasted around 20 seconds. Related heartmate 3 pump MFR #: 2916596-2021-06974.